Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored and no blank display anomalies or post-reset ram crc alarm noted. Power connector plug in and locked in place properly. Device properly connected to glucose sensor simulator. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No battery power loss alarms noted during testing or in the device trace download.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for post-reset ram crc alarm and blank display. Blood glucose was 480 mg/dl and treated with manual shot of 12 units. Customer reported that insulin pump stop working. Customer reported that she had a blank display yesterday. Customer reported that it was blank screen thought it was the battery and she was sick and not sure if it¿s something she ate she started throwing and she was throwing up all day. The insulin pump will not be returned for analysis.